Event description:
The customer contacted philips healthcare to report the ready for use (rfu) has a solid x and chirping. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4).